Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No corrective actions recommended since samples/photos were not received to confirm the product defect.

Event description:
It was reported that the syringe 1ml ll w/o dn experienced tip/luer of syringe cracked/deformed/damaged/bent. Product defect was noted prior to use. The following information was provided by the initial reporter: material no: 309628 batch no: 9112924. Event description -defective bd 1 ml luer-lok tip syringe. Syringe opening containing the tip is flattened and not perfectly round. Thus, syringe cannot be attached to other luer-lok devices.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6).  FDA notified: the initial reporter also notified the FDA on (date) via medwatch # mw5088858. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1 ml ll w/o dn experienced tip/luer of syringe cracked/deformed/damaged/bent. Product defect was noted prior to use. The following information was provided by the initial reporter: material no: 309628, batch no: 9112924. Event description -defective bd 1 ml luer-lok tip syringe. Syringe opening containing the tip is flattened and not perfectly round. Thus, syringe cannot be attached to other luer-lok devices.